Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The symptoms had a sudden onset. The patient had a car accident on (B)(6) and after that their stimulation was only going down their right leg and hips when it was supposed to cover both of their legs and their doctor wanted it higher on their back. The patient¿s left knee was hurting. The patient had an appointment to get their device reprogrammed on (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that, after the car accident, the patient¿s pain was worse when stimulation was turned on. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n413214, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).